Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had fractured at the braze joint seam; a portion of the needle remained joined inside of the brazed horn. This is the highest stress point along the length of the needle. There was no indication of severe side loading; however pitting and demarcations at the distal end of the hypodermic needle indicated moderate contact with the case nose assembly sheath. Contact is consistent with normal use. The cause of the failure was determined to be a material defect.

Event description:
Per the information provided, the doctor was probing into a more proximal tendon pathology (without any calcification) and the needle broke off within the sheath. The procedure was completed with a new microtip. There was no injury or complication to the patient caused by the reported failure.